Event description:
It was reported that a smiths medical pump alarmed no disposable clamp tubing. Pump stopped and settings verified. Reports that there are several air bubbles visible in the tubing between the medication and pump. Pump turned off and line clamped. Cassette removed and tubing massaged. Air noted in line. Cassette reattached and line unclamped, pump turned back on. Audible alarm continues to be present, pump started to trigger alarm (no disposable pump won't run). Pump turned back off and line clamped. No further information available.